Event description:
The dealer states that the chair goes into drive lockout without the seat being tilted or elevated. The dealer was advised it may be a bad lockout switch by our internal technicians. No further information is available.